Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Review of the event history log showed the device infused in the expected timeframe for the programed flow rate. The reported condition was not verified. The device was found to deliver within specification during flow testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during therapy of cisplatin at a rate of 531 ml/hr with a volume to be infused of 1000 ml. The drug was supposed to infuse over 2 hours but took over 3 hours to infused. Two nurses checked the rate and it had been programmed correctly. The problem occurred at the outpatient oncology department. No additional information is available.